Event description:
Consumer called to report high readings when compared to his other meter. Analysis run on clark error grid using competitive readings (150) as ref. Point vs. Bd readings (585, 584) yielded data points in the c range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting prod return to conduct quality investigation.